Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated. The high voltage cable was leaned and greased during the system was tested and found to be working as intended and put back into service.

Event description:
The customer reported when the x-ray button was released there was a communication error and the system locked up and continue to beep. However no live x-ray were being produced. There was no patient injury or death reported.